Event description:
The lens was removed and replaced due to the patient's report of eye irritation. Explanted lens displayed a distorted which the physician thinks occurred during implantation with the insertion system.

Manufacturer narrative:
The lens was received in a condition that precludes confirming the report. Half of the optic was received with one broken haptic, remaining half of the lens and second haptic were not received. Based on the information received from the surgeon, it appears the lens was damaged during the initial insertion. The iol met all manufacturing specifications prior to release.